Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was found to be in back-up mode due to a magnetic resonance imaging (MRI) procedure. High voltage therapies were disabled as a result. The ICD was successfully reprogrammed. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.